Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the radius and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve and one opening crease smooth on the radius. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). One crease smooth opening on the anterior due to fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported deflation. The device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device remains implanted. This record is for the left side.